Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor will be replaced to fix the issue.

Event description:
It was reported that the downstream occlusion (dso) sensor was defect and the battery needed to be replaced. The issue occurred during testing while performing maintenance. There was no patient involvement.